Manufacturer narrative:
(B)(4): d10: item # 0101102287, protasulâ®, s30 head, l, ã¸ 28/+4, taper 8/10, lot # 2741129. Item # unknown, unknown cement, lot # unknown. G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision post implantation due to early loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. Corrected: e1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately 9 years post implantation due to pain and loosening of the stem. During the revision the cement mantle of the stem was loose and the stem removed easily. The stem, head, and liner were exchanged with cerclage wires and screws to distal stem and trochanteric fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. D10: item # 0101102287, protasul®, s30 head, l, 28/+4, taper 8/10, lot # 2741129. Item # unknown, unknown cement, lot # unknown. Item # 01.26.284411ct, unknown liner, lot # 083403. Item # unknown, unknown cup, lot # unknown. The reported product was returned assembled with the femoral head to the product surveillance team for examination. The device exhibits damages in the form of superficial as well as deeper scratches, nicks and several deeper indentations likely resulting from revision surgery. Further, there are some slight signs of pitting, which could potentially indicate loosening. The femoral head appears mainly inconspicuous, with some slight scratches, also potentially from revision surgery, being identified. Additionally, an unknown liner was returned with a screw assembled, likely for its removal. The liner was returned on a separate date prior to the receipt of the exafit stem and is likely not manufactured by zimmer biomet. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. An excerpt from the patient admission report, was provided, outlining details of the patient's anamnesis. Additionally, an excerpt of the revision report was provided and reviewed by a healthcare professional with the following findings: the procedure was indicated due to pain and loosening of the stem. Intraoperatively, a loose cement mantle was noted, allowing for easy removal of the stem. Cerclage wires were applied to the distal femoral stem and the trochanteric fragment (osteotomy), which was further stabilized with two screws. Permanent components were implanted, achieving stable range of motion throughout. Further, two undated radiographs of the hips were provided but were not further reviewed, as the images are postoperative images (after revision). Based on the available information, the reported event can be confirmed. The returned exafit stem shows signs of pitting which may potentially indicate loosening. Additionally, an unknown liner, likely not manufactured by zimmer biomet, was returned prior to receipt of the exafit stem. This combination is considered an off-label use. It remains unclear whether this liner was implanted in conjunction with the exafit stem or was retained from another surgery. The potential impact of this off-label product combination on the reported stem loosening cannot be determined. Therefore, based on the information available, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: item # 0101102287, protasulâ®, s30 head, l, ã¸ 28/+4, taper 8/10, lot # 2741129. Item # unknown, unknown cement, lot # unknown. Item # unknown, unknown liner, lot # unknown. Item # unknown, unknown cup, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately 13 years and 10 months post implantation due to pain and loosening of the stem. During the revision the cement mantle of the stem was loose and the stem removed easily. The stem, head, and liner were exchanged with cerclage wires and screws to distal stem and trochanteric fracture. Attempts have been made and additional information on the reported event is unavailable at this time.